Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with teflon infusion sets, with multiple bent cannulas and leakage noted, and subsequently transitioned to steel cannula infusion sets after viewing instructional materials, after which performance improved and a factory reset was no longer requested. Symptoms included blood glucose levels exceeding 400 mg/dl and trace ketones that resolved after multiple daily injections. Outcomes included temporary disruption of glycemic control over approximately two days without hospitalization, loss of consciousness, or other acute complications. Investigation included customer support follow-up, troubleshooting, and education regarding restart procedures, meal spacing, and infusion set use. Investigation of this case revealed that infusion set performance issues likely contributed to hyperglycemia, and that switching to steel cannula sets resolved the problem without further device alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear.